Event description:
It was reported that showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing from loss of contact. No intervention was reported. The patient had no adverse consequences.